Manufacturer narrative:
This event occurred in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a minicap transfer set was cracked. This event occurred during use with patient involvement. The transfer set has been in use for one month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was verified during visual inspection. A cracked light blue main body was identified on the transfer set. The sample did not meet specification for the reported issue. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.